Event description:
A physician reported that a pt presented to her with persistent pelvic pain. A CT scan and an hsg revealed that one of the essure micro-inserts had perforated the pt's left fallopian tube. A diagnostic laparoscopy was performed and the left micro-insert was found in the pt's left uterosacral ligament, and a portion was also found lodged in the descending colon. The micro-insert was removed laparoscopically. It was reported that the pt's persistent pain resolved, however, the pt currently reports pain and bleeding with each bowel movement.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.